Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was responding intermittently. The cause for the failure was contamination on the response button switch. The response button cover showed signs of physical abuse. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.